Event description:
The customer reported the gastrointestinal videoscope had an e226 error (scope communication error) during reprocessing. There was no patient injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.